Manufacturer narrative:
Patient identifier: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -9.0 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.